Event description:
We were informed about the following event: "good positioning pre-deployment, upon release, device emboldened to rv implantation site information: 3d echo defect size 12mm. Method of defect measurement: tee. Summary of event: device dislocation / embolization. Consequences to event: additional surgical intervention. Current patient condition: stable".

Manufacturer narrative:
Batch record review confirmed that the asd device met all applicable specifications at the time of release. Investigation is not yet complete, follow up report will be submitted withh all additional relevant information.

Manufacturer narrative:
The device was not returned for investigation. The available information including images was reviewed by a medical expert. Based on the limited available information, it appears that the user selected a device size not suited to the patient's anatomy and body weight, which was below the minimum recommended in the instructions for use (IFU). This suggests the implantation was not performed in accordance with the IFU. Nevertheless, the IFU covers all warning and preventive measures to avoid the occurrence of device dislocation.